Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery gauge was observed to be intermittently fluctuating. The customer's blood glucose was approximately 400 mg/dl. Multiple attempts were made by cts to follow-up with the customer regarding back-up therapy, however no response was received.